Event description:
It was reported the patient was recharging the devic e more than expected. In the last two weeks, the patient noted the device had to be recharged after 2 days rather than 3-4 days. The device settings had not been changed. The patient had an upcoming appointment with their physician. Additional information has been requested, but was not available on the date of this report.